Event description:
It was reported that during a hand assisted lap bowel resection procedure, the device was torn when it was removed from the package. New device was opened. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.